Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Concomitant devices - additional: guide cath: 6 fr vista brite 6 f al1 vessel closure: angioseal; sheath: 6 fr. Guide wire prolapse. Evaluation summary: the device was returned and the reported detachment of the device was confirmed. The reported prolapsed tip could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and cine analysis of the returned device, there is no indication of a product deficiency. It should be noted that the hi-torque guide wire instructions for use (IFU) states do not allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the unspecified coronary artery after predilatation with a non-abbott balloon dilatation catheter (bdc) without issue, the balance middleweight (bmw) guide wire became separated in the anatomy and the distal portion of the separated guide wire was embedded in the vessel wall using a xience pro stent. A second xience pro stent was used as treatment in the vessel. It was noted that the distal portion of the guide wire fragment was too small to be removed using a snare device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent information received from the cine review by an abbott specialist noted: there are two lesions; one in the distal rca and the second in the mid rca. Balloon dilatation of the mid lesion is performed. There is a wire in the rca with a tip that appears to be prolapsed. The tip is not across the distal lesion. The wire is retracted proximally. A short linear radiopacity appears just proximal to the distal lesion. The mid section of the vessel is dissected. A wire is then advanced into the distal rca, across the distal lesion. Balloon dilatations are performed in the area of the fragment. The angle of the fragment suggests it is embedded in a tiny branch off the rca. A stent is deployed covering the distal lesion and the wire fragment. A stent is deployed in the mid rca and is then post-dilated.